Event description:
On (B)(6) 2009, the patient's father reported that the patient continues to experience occlusion (e4) errors on his infusion device. He has received two e4 errors since (B)(6) 2008. He stated that one out of every three infusion site cannulas are bent upon removal. The patient has an infusion set insertion device but does not like to use it. The patient was not experiencing an e4 at the time of the report and the father did not have the infusion device or any product information. The father stated that they believed, the patient may need an infusion set with a longer cannula length. Sample infusion sets were sent to the patient. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.